Event description:
I was implanted with essure in (B)(6) 2015. Within six months, I began many of the following health issues. Others developed within a year later. Weight gain, fatigue, depression, headache; irregular periods, heavy bleeding, sharp pain in abdomen, lower backache, joint pain, digestive issues; night sweats, urgent/frequent urination, dizziness, tingling sensations, numbness- hands/face; brain fog/forgetfulness, anxiety/panic attacks, vitamin d deficiency, swollen glands; unexplained fevers, excessive sweating, allergic reactions, hives, rashes, skin irritation /itching all over; body aches/pain, blurred vision, hair loss.